Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were non- functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was intermittently defective. The cause for the failure was isolated to worn traces on the connector. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.